Event description:
Additional information revealed that the patient underwent surgical intervention wherein the entire system was explanted. Postoperatively, the pain has resolved.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient was experiencing soreness and swelling at the ipg site and hip due to a fall that dented the ipg. In turn, surgical intervention may take place to address the issue.